Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. An issue was reported, but the caller was unable to give details on what was not working on the patient programmer (pp). No symptoms were reported. No further complications were reported. Additional information was received from a consumer and a healthcare professional (hcp) regarding the patient. It was reported that the patient was experiencing poor communication on the patient programmer (pp). The patient stated the implantable neurostimulator (ins) was not working and clarified that the pp screen would come on, but the ins was not coming back on. The patient noted they turned the ins off because they went on vacation and it had been shut off for over a month. They reported that the ins was fully charged thursday or friday. The patient stated the pp was ¿not recognizing¿ to the ins and the screen had a question mark. A nurse came on the line and they were instructed to confirm the antenna was secured and sync with the ins, but this did not resolve the issue. They were then instructed to place the pp directly over the ins and sync, but this also did not resolve the issue. The caller stated the remote they used did not recognize the device either. The nurse was transferred to page a local representative. No symptoms were reported. No further complications were reported. Follow up was conducted.